Event description:
This report is entered as representative of a recurring problem with the named device. Separate reports have described the issue as follows: - foley catheter broke just above where the actual catheter and the thick part of the connector tubing begins. It was leaking urine. It is a 6 fr. Rusch silicone catheter with a 1.5ml balloon, reference number 170003060. - within several minutes of inserting a #6fr urinary catheter and connecting to the urinary drainage bag, catheter was noted to be leaking. Upon further investigation rn noted catheter was completely severed with tubing still in patient; connection end remained on collection bag. Rn removed catheter from patient and inserted new #8fr indwelling catheter without incident.foley tube broke where catheter connects to foley.